Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 23-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and not detected on bus. A field service engineer verified the issue and confirmed that the main half height drawer 2.2 was not being detected. Cleaned and reseated the retractor band and row board cable. Performed a reboot and completed the firmware updates. Tested the unit in hardware test application (hta), and the customer completed an inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, shown a failed hardware message and drawer was not detected on bus. The customer shut down the station by unplugging the power cord from the back of the station and waiting for 2 to 5 minutes. Reconnected the power plug and turned the power back on, then attempted to recover the drawer again and rebooted the station, but it still failed. The customer stated that this malfunction caused a delay to patient care due to this issue user was unable to remove medication. There were no adverse events or injuries reported based on this event.